Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication from the station as it was displayed as hold. A technical support specialist was unable to view messages for the order; the electronic privacy information center (epic) team tested the scenario and determined the issue was due to a nursing workflow error, as a mar hold was applied instead of adjusting the due time, confirming this was not a system-related issue. The system functioned as intended after the technical support specialist and epic team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a medication order for metformin was placed on hold in epic and later taken off hold; however, the order continued to display as "on hold" on the pyxis device. Nursing staff reported that when attempting to retrieve metformin from the pyxis station, the system indicated the medication was on hold, despite the order being active in epic. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.